Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v007062, implanted: (B)(6) 2006, product type: lead. Product ID: 377860, lot# v007062, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative (rep) that the spinal cord stimulator (scs) had been explanted due to an infection. It was unknown what had led to the event. Troubleshooting had not been possible as the patient had not reported this event to a rep at the time of the event. It was unknown what parts were infected. It was noted that the patient had apparently been receiving good therapy prior to the event. The issue was resolved after explant and the patient was alive with no injury. Relevant medical history included other chronic/intract pain (trunk/limbs). Follow-up provided no additional information.